Manufacturer narrative:
Pharmacovigilance comment: the serious event of infection at implant site and the non-serious events of nodule, erythema, swelling, inflammation, and hypersensitivity at implant site were considered expected and possibly related to the treatment. Serious criteria included the need for multiple steroids, multiple oral and intramuscular antibiotics and hyaluronidase to prevent permanent damage. The non-serious events of sinusitis and pyrexia were considered unexpected and unrelated to the treatment. Alternative etiologies for the pyrexia include the underlying infection. Inflammation from the underlying infection might have also contributed to the implant site reactions. Blood culture results were not yet available. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-may-2019 by a physician which refers to a (B)(6) caucasian female patient. The patient had no known medical and allergic history. The patient does not take any daily medications. The patient had previously received treatment with restylane defyne on an unknown date in (B)(6) 2018 in forehead and around the mouth. On (B)(6) 2019, the patient received treatment with 1 ml restylane defyne (lot 16388) to marionette area, forehead, oral commissures with unknown needle and technique. The patient received only 0.9 ml in oral commissures and 0.1 ml in forehead. 96 days later, on (B)(6) 2019, the patient experienced nodules (implant site nodule) after being injected in the marionette lines, erythema (implant site erythema) and swelling (implant site swelling). The physician thought it as just mild inflammation (implant site inflammation). The physician prescribed prednisone [prednisone], 12 day regimen and kenalog [triamcinolone acetonide] shot in the office. The physician notes states that the patient had delayed onset allergic reaction (implant site hypersensitivity). On (B)(6) 2019, patient had another flare up and was seen at the (B)(6) ER and dr. The physician asked them to do blood cultures and does not have the results back yet. On (B)(6) 2019, the patient visited the physician again, complaining of flare-up each morning. The patient had a slight fever of 99.5(pyrexia), started her on cipro [ciprofloxacin] 500 mg, bid and clindamycin [clindamycin] 300 mg, tid . The patient visited the physician again on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and was injected with hyaluronidase [hyaluronidase] to dissolve filler, rocephin [ceftriaxone sodium] and lincomycin [lincomycin] im. The hyaluronidase does not seem to had any effect. The physician was wondering if patient had a possible biofilm infection (implant site infection) however does not know this until gets the blood cultures back from (B)(6). The physician was also not sure if patient had some sort of sinus infection(sinusitis). On (B)(6) 2019, the patient visited the physician again, swelling and erythema seems to have gone down. It was also reported that patient was supposed to have been seen on (B)(6) 2019 but did not come, but she will come in next week. The physician feels the causality of the events was not related to the restylane, who feels it was just her. The patient remains on oral antibiotics. Outcome at the time of the report: nodules was not recovered/not resolved. Swelling was recovering/ resolving. Erythema was recovering/ resolving. Mild inflammation was not recovered/not resolved. Slight fever of 99.5 was not recovered/not resolved. Delayed onset allergic reaction was not recovered/not resolved. Possible biofilm infection was not recovered/not resolved. Some sort of sinus infection was not recovered/not resolved.